Manufacturer narrative:
Attempts were made to reach the treating physician for additional information, but he could not be reached. Therefore, out of an abundance of caution, this is being reported. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the product malfunction reported. Additionally, this is the first reported product malfunction of this nature associated with this lot. A root cause could not be conclusively identified at this time.

Event description:
Patient underwent tcar procedure, and post-procedure, patient's neuro status found him to have right hand weakness and numbness. Patient was able to raise right arm and bend at the elbow. Common carotid artery was reaccessed and cerebral angiogram was obtained. According to ir physician and vascular surgeon, cerebral perfusion appeared normal with no acute lesions/blockages.